Event description:
Prostate cancer diagnosed in 2009. Treated with seven weeks (five days per week), (thirty-eight treatments) proton beam therapy at "(B)(6) treatment center" in (B)(6). In approximately (B)(6) 2022, patient began having difficulty walking, frequent falls, and balance issues. Many tests were done, including CT (computed tomography) scans, x-rays, emg (electromyography), nerve conduction studies, ultrasounds, circulation studies, etc. Conclusion through (B)(6) medical center was left foot drop due to nerve damage caused from proton radiation damage. They (doctors at (B)(6) also warned to watch for foot drop on right side, as radiation occurred to left and right sides.